Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2016-00119. It was reported the patient had a high fever due to an infection. The source of the infection was unknown but the infectious disease doctor recommended removing the scs system to rule out the sources of the infection. As a result, the patient's scs system was explanted on (B)(6) 2016.

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2016-00119. Follow-up revealed the infection had resolved over time.